Event description:
The customer reported via phone call that their insulin pump made an odd noise. Customer also reported a no delivery alarm occurring after inserting a new reservoir. Customer's blood glucose was 362 mg/dl. The customer also reported several no delivery alarms occurring throughout the week. The customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.